Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown in middle of a case. There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: e1( email).

Manufacturer narrative:
A getinge field service engineer(fse) checked unit over found the batteries were completely discharged. The fse plugged unit in to ac voltage and the batteries would not charge. The fse checked further and found that the console was not fully locked into the cart which caused the batteries not to charge. The fse locked the console into the cart to check to make sure the batteries started charging , batteries did start to charge, and the batteries were due to be replaced in 6 months. The fse let the customer know in the biomed dept. And, and the customer stated that they wanted to go ahead and change the batteries out. The fse installed new batteries, and performed a complete calibration and electrical safety test . The unit meets factory specifications and was returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a